Event description:
Clinical narrative: an impella rp flex was being inserted via the right internal jugular vein to support a female patient of unknown age who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The rp flex was being placed after the patient was already supported by extra corporeal membrane oxygenation (ECMO), an intra-aortic balloon pump (iabp) and a pacemaker. The underlying medical history was not shared. The rp flex was being inserted via the .027 guidewire. The team lost access in the pulmonary artery and attempted to reposition. As they removed the rp flex to reposition they observed the .027 wire to be kinked. The rp flex additionally became caught on the pacer wires of the right ventricle pacer. The team made the decision to explant and abort the pump delivery. Of note, this was the team's first time implanting the rp flex catheter. This is being conservatively reported for pump removal and wire malfunction however, the removal was performed with no clinical consequence to the patient. The patient was supported by the primary support ECMO.

Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the guidewire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received. The device is not available for return. There was no report of any reported difficulty removing the product from the packaging. The medical doctor reported the guidewire did not have enough support. The intended procedure was to place the patient on support for right ventricular failure. This was the physicians first implant. The device was removed easily and was intact from the patient but on the way out the medical doctor stated that the impella rp flex got caught on the pacing leads. The patient's current condition is unknown.

Manufacturer narrative:
B5 additional information was received.d10 concomitant products were added.